Event description:
It was reported that the patient received multiple inappropriate shocks due to t wave oversensing of the right ventricular [rv] lead. It was also reported that the t wave oversensing began after the patient received appropriate therapy for ventricular fibrillation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.